Event description:
It was reported that (1) hdh05 was used during a diagnostic laparoscopic procedure. It was reported by the rep the device was being used to transect the utero sacral nerves and ligament. The tip of the hdh05 broke off into the pt. This tip was removed laparoscopically with no consequence to the pt. This event occurred at the conclusion of the surgical procedure.